Event description:
Caller reported that insulin gauge displayed an unexpected amount. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the potential large variance in measured pressures affecting the insulin measurement and explained that the fill estimate would normalize once the insulin level matched the static number. Caller understood and acknowledged the information provided.